Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that catheter array was damage/defective. During a procedure to treat atrial fibrillation, an intellamap orion catheter was selected for use. After initial mapping, the device was withdrawal from the patient. Upon attempt to reinsert, it was observed that the insulation near the basket appeared to be bent and damaged. The catheter was removed from service. As a second orion catheter was not available, it was decided to proceed with fluoroscopy only. The procedure was completed without patient complications. The device has been disposed of and is unavailable for return for analysis.